Event description:
It was reported that the power is weak. The procedure was completed with the same device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.